Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed alert 41 indicating an insulin shaft rewind error consistent with a failure to infuse, and the device will be replaced; the affected component was identified as firmware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a component-related issue consistent with a failure to infuse involving firmware. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.